Event description:
Allegedly, microport was made aware on 28 august of a need for a revision of profemur r system.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.